Manufacturer narrative:
This follow up report is being submitted to include the device history record(DHR) review and results from the legal manufacturer investigation. The legal manufacturer performed the DHR review for this device and all records indicated that the product was manufactured according to all applicable procedures and met final product release criteria. Since a cable failure was confirmed during inspection, it is assumed that the cable, not the cord, was damaged. The cable unit broke down and a b30 error was displayed because the user put a load such as twisting on the cable part. Therefore, it was judged that the phenomenon was due to operator handling. The instructions for use (IFU) states: do not coil the camera cable with a diameter of less than 20 cm. The camera cable may be damaged. Be careful not to twist the camera cable when it is coiled. The camera cable may be damaged. The cable can be coiled without twists by piling loops that are made by crossing the cable in front and back alternately. The following are described in the instruction manual. This may have prevented do not strike the camera head. The camera head may be damaged olympus will continue to monitor complaints for this device.

Manufacturer narrative:
Initial reporter occupation - purchasing agent. The device was returned, and an initial evaluation was conducted by olympus; however, investigation is ongoing. During the initial evaluation, the user report could not be confirmed. However, the video connector was cracked which was causing the unit to fail the leak test. Additionally, as noted, a b30 scope communication error was displayed on the screen because of a faulty cable unit. If additional information becomes available following device evaluation, a supplemental report will be filed.

Event description:
The customer returned the olympus hd camera head because the cord was noted broken during preparation for use. The initial reporter confirmed, this device never made patient contact, another unit was used to complete the procedure without any delays or patient harm. Once returned, it was discovered that the unit was displaying a b30 scope communication error. This report is being submitted to capture the b30 scope communication error.